Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that after the customer finished a call and returned to the station, the autopulse platform displayed a user advisory 45 (not at "home" position after power-on/restart) error message. No patient involvement was reported. Manufacturer requested additional information on (B)(4) 2013; however, no additional information has been obtained.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 08/09/2013 for investigation. Investigation results as follows: visual inspection was performed and revealed that the battery lock and battery connector were damaged. The customer's reported complaint was confirmed. User advisory 45 was observed upon power up of the returned platform. In addition, review of the archive also showed numerous ua45 faults to have occurred. Further inspection of the platform found that the drive shaft was not at the "home" position, which likely led to the reported ua45 faults. However, a definitive root cause for why the drive shaft was not at the "home" position could not be determined. The shaft was rotated back to the "home" position to remedy the problem and the platform passed final testing.